Event description:
It was reported that the balloon at the proximal end was found to be leaking during use. There no patient complications reported.

Manufacturer narrative:
The reported complaint of "balloon at the proximal end was found to be leaking" could not be confirmed; however, the balloon was not returned with the catheter. Residual adhesive was observed at both bonds. The contamination shield and introducer were not returned. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x and 40x magnification. Although the complaint was not confirmed for balloon leakage, it was noted that the balloon was missing and not returned; there is no evidence that the defect is related to the manufacturing process, a cross functional team has been assigned to investigate these types of occurrences in order to determine a root cause and take actions as deemed necessary. Typically this will be detected while inflating the balloon during prep. The directions for use instruct the operator to check balloon integrity prior to use by inflating it to the recommended volume it also instructs the operator to check for asymmetrical and leaks by submerging the balloon in sterile saline or water.